Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported "plaintiff underwent a breast augmentation and was implanted with allergan silicone-filled biocell textured breast implants. Thereafter plaintiff did not receive any update or warning from allergan any time before or after surgery about the clearly established link between allergan's biocell textured breast implants and bia-alcl. Plaintiff underwent an explantation surgery for the removal of the biocell textured breast implant in left breast due to capsular contracture. Following the worldwide recall and revelations about the dangers of allergan's products plaintiff underwent an explantation surgery for the removal of the biocell textured breast implant in right breast. Plaintiff was diagnosed with bia-alcl. Plaintiff had to pay out-of-pocket for the removal of the dangerous textured breast implants because allergan has refused todo so. Plaintiff has worried about the risk they face, has also been subject to out-of-pocket expenses in relation to seeking medical advice, evaluating the flawed product implanted into body, and seeking recommendations for future care and treatment. Plaintiff also continue to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl. Plaintiff has had to take time away from work in order to seek medical treatment, advice, and consultation, and due to the stress and anxiety related to flawed allegan implants. Plaintiff would not have had biocell textured breast implants implanted had the defendants honestly, fully, and completely disclosed the risks." This record is for the left side. The device has been explanted.